Event description:
The account reported the bed brakes were not functioning and the tech found the brake casters were clicking and spinning while in brake mode. The bed was located in the hill rom svc ctr. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the brakes were not holding most likely due to normal wear and tear. The tech replaced all brake casters to resolve the issue.